Event description:
It was reported that during a peripheral artery procedure using the hawkone m device in the proximal right superficial femoral artery, there were delays in surgery due to product malfunction, adding two hours to the case and requiring a second access site. The device tip detached in vivo during the procedure, and the guidewire lumen was torn or ripped. Guidewire prolapse led to the tip detachment. The device became stuck at a location where a stent was pinched within a tortuous graft, and moderate resistance was encountered when advancing the device. Excessive force was used during advancement, and the device was passed through a previously deployed stent in an area with moderate tortuosity and moderate calcification. The anatomy was abnormal, with the procedure performed in a graft with a pinched stent at the top. The detached tip was snared and removed, and the procedure was completed with post drug coated balloon and closure devices. No patient complications have been reported as a result of this event. The hawk device did not entangle w ith the spider device, once the physician tried removing it, and pulled up into iliac and then over bifurcation it entangled because it got bent over itself and then ended up facing in other direction. The interaction with the spider device did not lead to tip detachment on the atherectomy device, interaction with the patients stent graft and excessive force lead to detachment, but it wasn¿t at the top it was where the cutter was. There was no damage noted to the spider device.

Manufacturer narrative:
Product analysis the customer returned one image for evaluation in this image the hawkone device is in the hand of hcp, the guidewire lumen can be seen prolapsed from the housing. It is unclear from the image if the distal tip of the device did detach from the housing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned along with the detached tip stuck on spider device with the guidewire lumen detaching loaded in a catheter, a visual inspection found that the tip is detached distal to the anchor pockets, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.